Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG on an unknown date and suture was used. During the procedure, the wire needle popped off suture without any torque. A similar device was used to complete the case. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pcj737 and no non-conformances were identified.